Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient; product ID 377760, lot# n0034795, implanted: (B)(6) 2005, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient fell a couple weeks ago and was having extreme pain. The caller stated he thought something was wrong with the unit. It was reported that the patient was ¿very agitated¿. It was reported that the patient needed help locating a healthcare professional to follow up with the device and to assist the patient. Additional information received that the patient didn¿t have a primary healthcare professional (hcp) and was advised to see a physician. It was stated that the manufacturer¿s representative believed the patient was ¿extremely confused¿. Additional information received reported that the patient saw a manufacturer¿s representative for reprogramming today and was doing fine.